Event description:
On (B)(6), 2012, the pt was implanted with two conformable gore tag thoracic endoprostheses to treat an acute type b thoracic dissection with a rupture. The pt tolerated the procedure. A few hrs post procedure, the pt's blood pressure began to drop and the pt's chest tube that was placed post procedure was draining at a fast rate. The physician thought the pt may have had a rupture distal to the graft placement. An angiogram revealed no obvious source of the pt's declined status. No rupture was revealed. The same day, the pt was implanted with an add'l conformable gore tag thoracic endoprosthesis distally. The pt tolerated the procedure. It was reported that on (B)(6), 2012, the pt's status improved. The pt's blood pressure and hemodynamics are stable. The pt still remains intubated and is able to follow commands.

Manufacturer narrative:
The review of the mfg paperwork verified the lots met all pre-release specifications. Per the gore conformable tag thoracic endoprosthesis instructions for use the safety and effectiveness of the gore tag thoracic endoprosthesis have not been evaluated in the following pt etiologies: acute and chronic dissections. Please note add'l devices implanted and related to this event: (B)(4).